Event description:
Customer reorts that the galileo typed a known a, rh negative specimen as o, rh negative. The customer repeated testing of the sample on the galileo and it typed as a, rh negative.

Manufacturer narrative:
Received instrument event log for test plate for the sample in question. Daily reagent quality control was run in row 1, all results were acceptable. The sample in question was tested in row 2. Review of the raw data are consistent with an interpretation of o, rh negative. The event log did display that the sample identification was entered manually, the galileo barcode reader is not being used by the customer. Images of the test plate in question were retrieved from the customer's instrument. Review of the images does not indicate that the interpretation of the sample in row 2 is not 0, rh negative. The reaction strengths were as expected in the forward and reverse typing, it appears that all reagents were pipetted into their appropriate test wells and no splashing was evident. The log displays that the test batch completed without error. The customer stated that the other specimens in the batch typed correctly, the abo/rh matched either historical results or testing performed manually on the sample. Since the sample accession numbers were manually entered, user transcription error cannot be ruled out and it is not possible to determine if the correct sample was placed in its assigned position.